Manufacturer narrative:
Updated: describe event or problem. Medical device ¿ problem code. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that the fiber optic waveform was in good condition but would not calibrate. A bedside arterial line showed a blood pressure (bp) of 114/40s. A transducer and flush line were connected to the iab central lumen, so they were advised to transduce to the console. There was an arterial line waveform present but in poor condition. After aspirating and flushing, it was reported that it looked much better. They were able to zero the transducer and resume pumping. They were advised they could attempt the fiber optic again at a later time. It was later reported via voicemail on (B)(6) 2023, that the iab had ruptured either that night or the following night. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that the fiber optic waveform was in good condition but would not calibrate. A bedside arterial line showed a blood pressure (bp) of 114/40s. A transducer and flush line were connected to the iab central lumen, so they were advised to transduce to the console. There was an arterial line waveform present but in poor condition. After aspirating and flushing, it was reported that it looked much better. They were able to zero the transducer and resume pumping. They were advised they could attempt the fiber optic again at a later time. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.